Manufacturer narrative:
The device was received with missing retainer ring and reservoir tube lip o-ring. The device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. The device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The device received with cracked keypad overlay at select button, scratched display window, keypad overlay texture damaged, missing window display cover and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.